Event description:
Same case as: 2134265-2009-02497. It was reported that during a percutaneous coronary intervention and rotational atherectomy procedure, a guide wire detachment occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) coronary artery. The physician was attempting to ablate the lesion with the 1.50mm rotalink plus and floppy rtw guide wire using a maximum rotational speed of 200,000 rpms, however, under fluoroscopy, the physician suspected the floppy rtw guide wire "broke" in the distal lad. The physician removed the floppy rtw guide wire and rotalink plus outside the patient's body and noted that 3cm of the floppy rtw guide wire had detached inside the patient. No attempts were made to remove the detached wire fragment from inside the patient. The physician noted that the distal lad was very narrow and calcified. It is the physician's opinion that the tip of the floppy rtw guide wire became trapped in the distal lad and, combined with rotation of the device, the wire knotted and broke. No further patient complications were noted and the patient's status was reported as "no problem".